Event description:
It was reported that the customer had issues with her sensor and blood glucose readings. Her blood glucose level was 160 mg/dl but her sensor glucose reading was 42 mg/dl. The insulin pump went into threshold suspend when her blood glucose level was not low. She received two calibration error alarms and then a change sensor alarm. The customer noticed the sensor was bent. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.